Event description:
New information received notes that the event was initially discovered via remote monitoring. The patient's right ventricular (rv) lead exhibited noise oversensing which led to pacing inhibition. No intervention was performed. The patient had no adverse consequences.

Manufacturer narrative:
Correction: section g2 - added distributor.

Event description:
It was reported that the patient's right ventricular (rv) lead exhibited noise. No intervention or patient condition was reported.